Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was a 375 ins recharger (insr) code indicating antenna failure. A replacement antenna was sent. The consumer stated the stimulation stopped overnight and they were now hurting. They noted this was a sudden change in therapy/symptoms. No further patient complications were reported as a result of this event.